Manufacturer narrative:
This reportable event was identified during a review of complaint files between october 2017 through december 2019.

Event description:
Doctor was doing a case he preloaded the clipper before use and fie 1st clip nothing came out, then he tried 2nd time and x2 clips came out and the jaws of the clip cut off the arteries. Clipper was checked and "was still loaded, the hand piece is jammed."